Manufacturer narrative:
Investigation summary. Since neither data logs nor product were available for investigation, the cause of the placement signal issue could not be determined.

Event description:
It was reported that a patient implanted with an impella cp experienced elevated placement signals and placement signal not reliable alarms. Proper pump positioning was confirmed using fluoroscopy. Impella support continues. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number and serial number updated. D9 device return date added.